Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was a bluetooth connection issue between the g5 transmitter and the g5 application. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The customer complaint was not confirmed. A root cause could not be determined.